Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility. Based on the results of our investigation, the root cause of the complaint could not be identified. However, as informed through the complaint details, there is no difficulty during placement of catheter, fluids were delivered as intended and no leakage occurred during procedure for approximately 5 hours. This shows that the catheter tube was used effectively prior the tube breakage. Verification on retention sample showed no defects found such as crack, pinhole, scratch, bent and broken parts on catheter tube that would lead to catheter tube breakage. No damaged or deformed catheter tube that might lead to the complaint. Retention samples were also evaluated for catheter tube and catheter hub fitting force. All samples passed. Incoming inspection for the catheter tube raw material is being conducted through verification of inspection report and certificate of analysis from our supplier. We also have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no non-conformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that a catheter was placed for a surgical procedure in a front leg. The catheter broke at base while being removed. The catheter was sticking out enough that the remaining portion was removed with a forceps. The canine patient was not injured and was in a healthy condition. Additional information received on february 20, 2019: there was no difficulty with the placement of the catheter, which was placed for procedures approximately 5 hours. No leakage occurred, and fluids were delivered via IV cath as intended. There was no leakage noted at time of the bandage removal when the catheter was found to be broken. It was reported that the proximal end has approximately 1mm of catheter left connected at the hub.